Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. It was noted that the pacemaker exhibited far r-wave oversensing. Programming changes were performed. There were no patient consequences.